Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during dwell 1 of 4. It was reported the event occurred after connection to the homechoice device. The caregiver requested therapy termination guidelines. Renal therapy services (rts) assisted the patient¿s caregiver to end therapy. It was reported the patient was taken to the hospital; however, it was not reported if the patient was hospitalized for the event. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.